Manufacturer narrative:
As reported by the (B)(4) registry, the patient experienced a ischemic stroke. Baseline nih and rankin scores were 0, respectively; however the patient experienced syncope prior to the intervention. Pta was performed on a 93% occluded lesion in the proximal right internal carotid artery of 25 mm in length in a 6.0 mm vessel diameter with mild vessel tortuosity. The arch I lesion was eccentric and moderately calcified. An angioguard rx embolic protection was successfully deployed and the lesion was pre-dilated with 4.0 x 30 mm maverick 2 balloon after which a type a dissection was noted. A 9x40 mm precise pro rx stent was deployed at the target lesion without any malfunctions. The residual diameter stenosis and dissection grade both measured 0. On the same day of the procedure, the patient developed a gradual onset of right visual field loss and neurological deficits. The duration of the event and recovery are both unknown. The patient was discharged on the following day with an nih score of 2 and rankin score of 1. The patient had no known allergies to nitinol, nickel or titanium and had no tia symptoms pre-procedure. However, he did have syncope pre-procedure. A 5.5 fr sheath introducer was inserted into the right femoral artery and then upsized to a 6f. There was a tight seal between the sds and the toughy borst (hemostasis) valve of the sheath introducer/ guiding catheter during aspiration. The user aspirated prior to contrast injections and there were no air bubbles noted at any time during the procedure. There was no thrombus noted pre-deployment but debris was noted in filter basket upon retrieval. Approximately 80 minutes post procedure, the patient reported to the nurse in the coronary care unit a change in his vision involving the right eye, initially described as a blurring sensation, then as a cloud dropping down and ultimately complete loss of vision over the course of approximately 10 minutes. The patients medical history includes hyperlipidemia, abnormal stress test, history of smoking, diabetes mellitus, and hypertension. A review of the manufacturing documentation associated with this lot 15490361 presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15490361 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
As reported by the (B)(4) registry, the patient experienced a neurological event. The diagnosis was a stroke (ischemic). Baseline nih and rankin scores were 0, respectively but the patient was symptomatic at the time of the intervention. Pta was performed on a 93% occluded lesion in the proximal right internal carotid artery of 25 mm in length in a 6.0 mm vessel diameter with mild vessel tortuosity. The arch I lesion was eccentric and moderately calcified. A 6 mm medium support angioguard rx embolic protection was successfully deployed and the lesion was pre-dilated with 4.0 x 30 mm maverick 2 balloon after which a type a dissection was noted. A 9x40 mm precise pro rx stent was deployed at the target lesion without any malfunctions. The residual diameter stenosis and dissection grade both measured 0. On the same day of the procedure, but after it, the patient had a gradual onset of right visual field loss and neurological deficits. The duration of the event and recovery are both unknown. The patient was discharged on the following day with an nih score of 2 and rankin score of 1. The patient had no known allergies to nitinol, nickel or titanium and had no tia symptoms pre-procedure. However, he did have syncope pre-procedure. A 5.5 fr sheath introducer was inserted into the right femoral artery upsized to a 6f. There was a tight seal between the sds and the toughy borst (hemostasis) valve of the sheath introducer/ guiding catheter during aspiration. The user aspirated prior to contrast injections and there were no air bubbles noted at any time during the procedure. There was no thrombus noted pre-deployment but debris was noted in filter basket upon retrieval. Approximately 80 minutes post procedure, the patient reported to the nurse in the coronary care unit a change in his vision involving the right eye, initially described as a blurring sensation, then as a cloud dropping down and ultimately complete loss of vision over the course of approximately 10 m...

Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: angioguard rx catalog number 601814rmc, lot number 70412488 . The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.